Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sling was implanted during a tension-free vaginal tape procedure performed on an unknown date. According to the complainant, the patient experienced unilateral groin pain post procedure. The mesh arm was then excised. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.